Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels between 520-529 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Customer to replace supplies as necessary and resume insulin.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.